Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted during testing. The insulin pump had motor error alarm during occlusion test due to faulty force sensor resistor. Analysis was unable to perform occlusion test, prime test, excessive no delivery test or verify no excessive no delivery alarm due to motor error alarm. The insulin pump was received with normal operating currents and passed self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. The motor passed motor test. No low battery alarm or reset alarm during testing noted during testing. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump was not working. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the insulin pump was showing one bar in the battery icon after inserting a new battery. The customer's mother stated that they received a reset alarm. The customer's mother stated that the settings were cleared out. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.